Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # l91w7p. The following information was requested but not obtained: was tissue pad completely detached from device? Did tissue pad fall into patient? Was tissue pad retrieved from patient? Were all components of device discarded, including tissue pad or is any component of device being returned for analysis? The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a rectosigmoidectomy procedure, in the initial phase of colon liberation (first 30 minutes of the surgery), the surgeon verified that the product had released the teflon cover. In the same moment, the device was changed by another one. One device was discarded.